Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor pca will be replaced and the software reloaded to address the issue.

Manufacturer narrative:
During the evaluation of the ventilator at the manufacturer's service center, high temperature alarms were observed in the device's downloaded error log. The device was heavily contaminated with dirt and dust. The device was cleaned to address the issue.